Manufacturer narrative:
The device was received for evaluation with a minicap; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Leak testing failed because of broken occluder feet. The reported condition was verified. The cause of the leak was determined to be broken occluder feet identified during visual inspection and functional testing. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The transfer set was broken below the twist clamp. The defect is located on the tubing near the twist sleeve. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.